Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement could not be determined. The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention and unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation mr grade 4. The first clip (20331r279) was inserted and the leaflets were grasped. After removing the lock lever cap, it was noted that the posterior leaflet came out of the clip. Due to the lock lever cap being removed, the physician elected to invert the clip and remove the clip. The device was exchanged and a second clip (21019r1085) was advanced and successfully deployed on a2/p2. Shortly after deployment, the clip detached from the posterior leaflet. An additional clip was then implanted to stabilize the single leaflet device attachment (slda) clip. The procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. It should be noted that there was a posterior directed dive noted on both the first two clips used in the procedure. The physician kept the posterior dive in hopes that it would help the posterior leaflet fall into the clip. According to the physician the slda could have been due to the posterior dive during positioning. No additional information was provided.